Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4) a capacitor voltage fault was detected. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon service investigation a capacitor voltage fault was discovered. The cause of the fault was isolated to component u901 (op 496 quad micropower operational amplifier). Component u901 had cold solder connections. Once the solder connections were re-flowed the monitor was fully functional. The root cause of the cold solder joints was unable to be positively determined. No adverse event resulted from the cold solder joints. The last pt to use this monitor did not report any deficiencies.